Manufacturer narrative:
A system service check of the veris mr vital signs monitor, serial number (B)(4), was completed on december 15, 2016 which confirmed that the monitor was operating within bayer specifications. There was no evidence of equipment malfunction. Multiple documented attempts have been made to gain specific information related to the reported event; however, these attempts have been unsuccessful. Further investigation is ongoing. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The site reported the following: a pediatric patient was undergoing an MRI scan of the abdomen while under sedation and connected to a veris mr vital signs monitor. The patient had a pulse oximeter sensor applied to the fourth finger of the left hand during the scan. Post procedure the patient complained of pain and a burning sensation on the fourth and fifth fingers of his left hand and was found to have what was reported as a "burn" on each of the fingers. The patient was subsequently treated by a plastic surgeon for the alleged burns and pain.

Manufacturer narrative:
A system service check of the veris mr vital signs monitor, serial number (B)(4), was completed on december 15, 2016 which confirmed that the monitor was operating within bayer specifications. There was no evidence of equipment malfunction. Bayer product analysis requested the return of the subject pulse oximeter sensor for evaluation, but it has not been received. On the initial MDR that was submitted on december 12, 2016, we indicated that the patient had the pulse oximeter sensor applied to the fourth finger of the left hand during the mr scan. Upon gathering clarifying information, the site had reported that the pulse oximeter sensor was applied to the great toe of the left foot and not on the patient's left hand where the alleged burns were reported. Our clinical investigation determined that the patient's arms were positioned directly against the inner bore of the magnet with no protective measures implemented. Bayer radiology clinical complaint handling group concluded that if the patient's injuries were on the hand and the pulse oximeter probe was applied to the toe, it is highly unlikely that there is any relationship between the pulse oximeter probe and the reported injuries. A potential cause for the patient's injuries may have been the creation of a conductive loop involving the patient's fingers within the MRI environment while the patient was undergoing the MRI study. The customer has requested additional applications training.